Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when booting up the system, the mobile view station (mvs) booted without issue but when the image acquisition system (ias) booted on, radiation was disabled and the ias was beeping continuously. Rebooting the system resolved the issue. The system was kept plugged in and charging. The site reported this issue has been reoccurring. No patient was present.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A110201: radiation was disabled a0508: ias was beeping d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. The rep reseated connectors on the ps1 power supply and adjusted voltage to 5.10vdc. C odes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.